Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), uterine perforation ('malposition of essure device location of device: was sticking out of uterus after ovary and tube removed,'), menorrhagia ('menorrhagia (heavy menstrual bleeding)'), vaginal haemorrhage ('vaginal bleeding'), genital haemorrhage ('general abnormal bleeding') and surgery ('additional surgeries: (B)(6) 2013\type of additional surgeries: other') in a 30-year-old female patient who had essure (batch no. 758628) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: it was unknown if plaintiff was diagnosed with nickel allergy and autoimmune disorder. Previously administered products included for birth control: yasmin from 2002 to 2004. Concurrent conditions included discomfort. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced ovarian cyst ("ovarian cyst"), 3 months 12 days after insertion of essure. On (B)(6) 2011, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced endometriosis ("endometriosis") and adenomyosis ("adenomyosis"). On (B)(6) 2011, the patient experienced lymphadenopathy ("lymphadenopathy"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), device expulsion ("have bilateral tubal spasm and the right sided coil was partially expelled"), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menometrorrhagia ("menometrorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal distension ("bloating") and fatigue ("fatigue") and underwent surgery (seriousness criterion medically significant). The patient was treated with surgery (ablation, hysterectomy (full) and total hysterectomy (uterus and cervix removed) - removed right side device, unilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine perforation, menorrhagia, vaginal haemorrhage, device expulsion, genital haemorrhage, surgery, abdominal pain, dysmenorrhoea, menometrorrhagia, endometriosis, dyspareunia, abdominal distension, lymphadenopathy, ovarian cyst, adenomyosis and fatigue outcome was unknown. The reporter considered abdominal distension, abdominal pain, adenomyosis, device expulsion, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, lymphadenopathy, menometrorrhagia, menorrhagia, ovarian cyst, pelvic pain, surgery, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff underwent additional surgery on (B)(6) 2013 (other) (B)(6) 2017(date of removal discrepancy noted) trailing coils reference number: left- 3 , right- 6 complication while insertion: first set of implants did not go on properly so a second set was needed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: there is bilateral essure replacement and there is occlusion of the fallopian tubes. Specifically there is no evidence of spillage into the adnexa bilaterally/total bilateral occlusion. Ultrasound scan - on an unknown date: normal uterine size and texture, homogeneous endometrium, essure visualized, right ovary within normal limit , left ovary contains a simple cyst 2.4cm pass follicular, no free fluid in cui de sac. Concerning the injuries reported in this case, the following were confirmed in patient medical records:pelvic pain,abdominal distention,dysmenorrhea, menorrhagia,endometriosis,menometrorrhagia,ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and medical record received:product lot number added.events vaginal bleeding,uterine perforation,dyspareunia,abdominal distention, lymphadenopathy, ovarian cyst, adenomyosis, device expulsion were added.medical history,concurrent condition,historical drug added.reporters added.lab data added incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), uterine perforation ('malposition of essure device location of device: was sticking out of uterus after ovary and tube removed,'), menorrhagia ('menorrhagia (heavy menstrual bleeding)'), vaginal haemorrhage ('vaginal bleeding'), genital haemorrhage ('general abnormal bleeding') and surgery ('additional surgeries: on (B)(6) 2013\type of additional surgeries: other') in a 30-year-old female patient who had essure (batch no. 758628) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: it was unknown if plaintiff was diagnosed with nickel allergy and autoimmune disorder. Previously administered products included for birth control: yasmin from (B)(6) to (B)(6) . Concurrent conditions included discomfort. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced ovarian cyst ("ovarian cyst"), 3 months 12 days after insertion of essure. On (B)(6) 2011, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced endometriosis ("endometriosis") and adenomyosis ("adenomyosis"). On (B)(6) 2011, the patient experienced lymphadenopathy ("lymphadenopathy"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), device expulsion ("have bilateral tubal spasm and the right sided coil was partially expelled"), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menometrorrhagia ("menometrorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal distension ("bloating") and fatigue ("fatigue") and underwent surgery (seriousness criterion medically significant). The patient was treated with surgery (ablation, hysterectomy (full) and total hysterectomy (uterus and cervix removed) - removed right side device, unilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine perforation, menorrhagia, vaginal haemorrhage, device expulsion, genital haemorrhage, surgery, abdominal pain, dysmenorrhoea, menometrorrhagia, endometriosis, dyspareunia, abdominal distension, lymphadenopathy, ovarian cyst, adenomyosis and fatigue outcome was unknown. The reporter considered abdominal distension, abdominal pain, adenomyosis, device expulsion, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, lymphadenopathy, menometrorrhagia, menorrhagia, ovarian cyst, pelvic pain, surgery, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff underwent additional surgery on (B)(6) 2013 (other). On (B)(6) 2017(date of removal discrepancy noted). Trailing coils reference number: left- 3 , right- 6. Complication while insertion: first set of implants did not go on properly so a second set was needed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: there is bilateral essure replacement and there is occlusion of the fallopian tubes. Specifically there is no evidence of spillage into the adnexa bilaterally/total bilateral occlusion. Ultrasound scan - on an unknown date: normal uterine size and texture, homogeneous endometrium, essure visualized, right ovary within normal limit , left ovary contains a simple cyst 2.4cm pass follicular, no free fluid in cui de sac. Concerning the injuries reported in this case, the following were confirmed in patient medical records:pelvic pain,abdominal distention,dysmenorrhea, menorrhagia,endometriosis,menometrorrhagia,ovarian cyst. Lot number: 758628; manufacturing date: 2010/07; expiration date: 2013/07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-oct-2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain'), uterine perforation ('malposition of essure device location of device: was sticking out of uterus after ovary and tube removed,'), menorrhagia ('menorrhagia (heavy menstrual bleeding)'), vaginal haemorrhage ('vaginal bleeding') and surgery ('additional surgeries: (B)(6)2013\type of additional surgeries: other') in a 30-year-old female patient who had essure (batch no. 758628) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: it was unknown if plaintiff was diagnosed with nickel allergy and autoimmune disorder. Previously administered products included for birth control: yasmin from 2002 to 2004; for an unreported indication: depo-provera. Concurrent conditions included discomfort. On (B)(6)2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced fatigue ("fatigue"). On (B)(6)2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and ovarian cyst ("ovarian cyst"), 3 months 12 days after insertion of essure. On (B)(6)2011, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2011, the patient experienced endometriosis ("endometriosis") and adenomyosis ("adenomyosis"). On (B)(6)2011, the patient experienced lymphadenopathy ("lymphadenopathy"). In (B)(6) 2012, the patient experienced abdominal distension ("bloating"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), device expulsion ("have bilateral tubal spasm and the right sided coil was partially expelled"), genital haemorrhage ("general abnormal bleeding/ irregular bleeding"), abdominal pain ("abdominal pain"), menometrorrhagia ("menometrorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)") and menstruation irregular ("irregular bleeding") and underwent surgery (seriousness criterion medically significant). The patient was treated with surgery (ablation, hysterectomy (full) and total hysterectomy (uterus and cervix removed) - removed right side device, unilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain and menstruation irregular had resolved and the uterine perforation, menorrhagia, vaginal haemorrhage, device expulsion, genital haemorrhage, surgery, abdominal pain, dysmenorrhoea, menometrorrhagia, endometriosis, dyspareunia, abdominal distension, lymphadenopathy, ovarian cyst, adenomyosis and fatigue outcome was unknown. The reporter considered abdominal distension, abdominal pain, adenomyosis, device expulsion, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, lymphadenopathy, menometrorrhagia, menorrhagia, menstruation irregular, ovarian cyst, pelvic pain, surgery, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff underwent additional surgery on (B)(6)2013 (other) (B)(6)2017(date of removal discrepancy noted). Trailing coils reference number: left- 3 , right- 6 complication while insertion: first set of implants did not go on properly so a second set was needed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2011: there is bilateral essure replacement and there is occlusion of the fallopian tubes. Specifically there is no evidence of spillage into the adnexa bilaterally/total bilateral occlusion. Ultrasound scan - on an unknown date: normal uterine size and texture, homogeneous endometrium, essure visualized, right ovary within normal limit , left ovary contains a simple cyst 2.4cm pass follicular, no free fluid in cui de sac. Concerning the injuries reported in this case, the following were confirmed in patient medical records:pelvic pain,abdominal distention,dysmenorrhea, menorrhagia,endometriosis,menometrorrhagia,ovarian cyst. Lot number: 758628 manufacturing date: 2010/07 expiration date: 2013/07 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2020: plaintiff fact sheet received : outcome of events "pelvic pain updated to "recovered / resolved". New event irregular bleeding was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('general abnormal bleeding') and surgery ('additional surgeries: (B)(6) 2013\type of additional surgeries: other') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: it was unknown if plaintiff was diagnosed with nickel allergy and autoimmune disorder. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), menometrorrhagia ("menometrorrhagia") and endometriosis ("endometriosis") and underwent surgery (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, surgery, abdominal pain, dysmenorrhoea, menorrhagia, menometrorrhagia and endometriosis outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, endometriosis, genital haemorrhage, menometrorrhagia, menorrhagia, pelvic pain and surgery to be related to essure. The reporter commented: plaintiff underwent additional surgery on (B)(6)2013 (other). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Case became incident. Previously reported event injury was replaced with pelvic pain abdominal pain, dysmenorrhea (cramping), general abnormal bleeding, menorrhagia (heavy menstrual bleeding), menometrorrhagia, endometriosis and surgery. Laboratory data was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.